Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was damaged; the belt clip slot was broken and the customer's screen was dull. The patient's blood glucose at the time of incident was 12.1 mmol/l. Troubleshooting was initiated and the customer was unable to verify when the display damage occurred. The customer was advised to revert to their medically prescribed back-up plan. However, no products were returned or replaced since the insulin pump is out-of-warranty.